Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found inside the barrel of a 60 ml bd¿ slip tip syringe before use, with no report of injury or interventions needed.

Manufacturer narrative:
Investigation summary: no photos or samples were received in the columbus plant for evaluation therefore failure mode could not be verified and root cause could not be determined. A DHR was completed and no defects were found. No quality notifications were issued for this batch. Investigation conclusion: root cause is unknown at this time, sample was misplaced and not available for analysis.